Manufacturer narrative:
Concomitant medical products: product ID: 37081-60, lot# njb163227v, product type: extension. Product ID: 3877-45, lot# 0210086187, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the device diagnosis was low impedance. The outcome was resolved without sequelae. Interventions included reprogramming. The event resulted in an unscheduled clinic or office visit. The device was interrogated and electrode 4 had impedance less than 50 ohms. The etiology was noted as related to the device or therapy and possibly related to the implant procedure. The etiology was noted as related to the lead and extension which were connected to the implantable neurostimulator (ins). The stimulation field was not in pain area. The patient reported that the stimulation was shocking.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.